Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 sensor failed during sensor startup period and patient could not see sensor wire upon removal. Patient had insertion difficulties.